Event description:
The patient was reportedly hospitalized from (B)(6) 2025 through (B)(6) 2025 with bad staph infection. IV antibiotics were prescribed for the infection. The infection was the result of a procedure to swap out the battery on their non-curonix scs system which was performed on (B)(6) 2025. The patient is waiting for an MRI on (B)(6) 2025, and for new labs to be drawn. No further information is available at this time.

Manufacturer narrative:
The other adverse events issues issue questionnaire was reviewed for causes of the reported issue. Based on this review, implanting the device in an off-label location, implanting the device too close to the targeted nerve, migration, and inadvertently puncturing the bone or tissue during the procedure have been ruled out as potential causes. However, non-compliance to the IFU has been identified as the patient has a non-curonix scs system implanted. In addition, the patient is a poor surgical risk as the patient is reportedly immunocompromised. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. Although non-compliance to the IFU was identified and the patient is a poor surgical risk, the infection was unrelated to the curonix device. The cause of the infection is unrelated to the curonix device as the infection was caused by the replacement procedure of their non-curonix scs device (no fault found). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issues rates remain acceptably low; thus, a CAPA is not required. Other adverse events issues rates will continue to be tracked and trended.